Event description:
It was reported that during an unknown procedure, the handpiece had a problem. No other information was provided.. No patient consequence was reported.

Manufacturer narrative:
Date sent: 2/5/2009: information not provided during initial contact. The handpiece was returned with a damaged nose cone. However, the instrument activated properly when tested with a generator. The handpiece was disassembled, a torn acoustic isolator was found in the instrument. M each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.